Event description:
It was reported, that the patient presented in clinic, due to pain. Device interrogation high capture thresholds and cardiac perforation on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.

Manufacturer narrative:
The reported event of unacceptable capture threshold was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The tip stiffness test was performed and all results were within specification. No anomalies were found.

Manufacturer narrative:
Correction: d9 date should have been nov 21, 2024, and not nov 20, 2024, and g2 should have been selected yes.